Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient found a fluid leak following her treatment. The cycler had alarmed for air detected in the cassette and treatment was discontinued. When the patient opened the cassette door they found moisture on the back of the cassette. The cassette appeared to be cracked. The sample was discarded. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics.